Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pocket a1 in aux 1-2 failed to recover in the legacy half-height (hh) drawer. A field service engineer (fse) checked the retractor bands and secured the connections behind drawer 1. The fse removed the motherboard (moab) and pockets to clean the tray, checked the fuse, and secured the bus cable to the moab. All the pockets were recovered except for pocket a2, which lid would not release. The fse broke the lid to allow the customer to retrieve the medications. The customer successfully recovered the drawer and released the faulty pocket. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a drawer failure. The customer reported that they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.